Manufacturer narrative:
Concomitant medical products: w2dr01 ipg. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high thresholds and low amplitude r waves were noted on an electronic transmission on the right ventricular (rv) lead. An impedance warning was alerted and undefined impedance was noted on the right atrial (ra) lead. The rv lead was revised. Both leads remain in use. No patient complications have been reported as a result of this event.